Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 80 to 100mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer indicates that error message produced for a few days. Product tested on several people with result of lo each time. Back to back blood test performed during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 10/22/2016 and open vial date is (B)(6) 2014 to (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Customer complaint of lo blood results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer indicates that error message produced for a few days. Product tested on several people with result of lo each time. Back to back blood test performed during call on (B)(6) 2015 produced results of lo and lo. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 10/22/2016 and open vial date is about (B)(6) 2014 to (B)(6) 2015. Recall test results performed from meter memory (date/time not set): lo, (B)(6) 2015, 05:59 am; lo, (B)(6) 2015, 05:55 am; lo, (B)(6) 2015, 11:17 pm; lo, (B)(6) 2015, 11:14 pm; lo, (B)(6) 2015, 08:33 pm. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).